Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the distribution node (dn) to rear therapy electrode cable was pulled from the dn. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: service investigation of e-belt sn (B)(4) has been completed. Upon service investigation the electrode belt cable running from the distribution node (dn) to the rear therapy electrode was detached. In addition the dn pca was thermally damaged. The root cause of the damaged cable was unable to be positively identified, but was likely physical abuse. The root cause of the damaged dn pca was unable to be positively identified. No adverse event resulted from the damaged/missing electrode belt cables. The last pt to use this device did not report any deficiencies.